Manufacturer narrative:
Corrected information: manufacturer. Originally submitted with initial reporter information.

Manufacturer narrative:
User reported that pyxis anesthesia device. Issue is captured in complaint file (B)(4). When to a black password screen while a patient was present. No report of harm however patient was in the or when the failure occured. Field service technician replaced all-in-one computer, docking board and hard drive. After replacement pyxis anesthesia device tested fine and no other reported issues were identified.

Event description:
User reported that pyxis anesthesia device. When to a black password screen while a patient was present. No report of harm however patient was in the or when the failure occured.